Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, (B)(6) based on the limited information provided and without the return of the device for evaluation the root cause of the reported component subsidence cannot be determined. (B)(6) the lack of bone ingrowth on the proximal aspect of the stem would allow for migration which over time would put fatigue on the stem causing the fracture. However based on the limited information and without the return of the device for evaluation the root cause of the fractured femoral prosthetic stem cannot be determined. The future impact to the patient beyond the revisions cannot be determined. No further clinical assessment is warranted. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that patient had a total hip arthroplasty on (B)(6) 2013 and 2 months later, the stem was confirmed which had subsided.